Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there was an error message about the speaker. It is unknown if the device could produce and audible sound. The device was not in use at the time of the event. No adverse event occurred.